Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown proceure on (B)(6) 2014 and suture was used. During passage through the tissue, the needle broke at swage. The needle fragment was removed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. A microscopic inspection revealed indents and scuff marks around the break area produced during handling by a surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. In order to avoid this kind of damage the package insert cautions: ¿to avoid damaging needle point and swage area, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point.¿